Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported events cannot be confirmed with the available information. The devices are not available for evaluation. However, these events were most likely impacted by the progression of the patients' underlying valvular disease pathologies with svd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the medical article, "transapical off-pump valve-in-valve implantation in patients with degenerated aortic xenografts" by thomas walther et al., the following valve-in-valve events were identified as pertaining to edwards devices: two (2) patients with 25mm carpentier-edwards porcine valves implanted in the aortic position underwent valve-in-valve procedures due to degeneration. The implant durations of the pre-existing surgical valves are unknown. Patient ages were between 72 and 89 years-old at the time of the valve-in-valve. Edwards 26mm sapien valves were implanted successfully within each of the three perimount valves by transapical approach. After the procedures, all patients were stable without inotropes and the postoperative courses were uneventful.